Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post op check, an intermittent loss of capture and a drop in sensing values were observed on the right ventricular lead. Imaging revealed a minor dislodgement. The patient was asymptomatic. It was noted that the patient was experiencing significant tricuspid regurgitation which was thought to be the cause of the dislodgement. The lead was successfully explanted and replaced with an active variant. The patient would be monitored.